Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump functional testing duplicated the reported issue, the device was found to be displaying "error code 104" during power up. The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.

Event description:
Information was received indicating that during testing, a smiths medical cadd ms3 pump exhibited blockage detected. No patient was involved in this event. No adverse effects were reported.